Event description:
It was reported that a drill bit broke during a procedure. The pre-operative diagnosis was cervical fracture at c-6. During an occipital to c-2 fusion with an occipital plate and instrumentation at c1 and c2 the surgeon had a drill bit break in the patient while drilling. No piece of the drill bit was left in the patient. The procedure was successfully completed with no time delay or any other medical intervention. There was no reported adverse event to the patient. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pre-operative diagnosis cervical fracture at c1.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Additional manufacturing date: 7/9/2013. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was completed: orchid unique manufactured the drill bit. The supplier¿s certificate of compliance indicates the parts were manufactured to and met the required specifications. The parts were inspected and conformed to the synthes incoming final inspection sheet. No non-conformance reports were generated for this lot. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. An evaluation was performed on the returned device. As per received condition of device; the distal helix tip of the drill bit was received fractured off with approximately 1/3 helix remaining and the liberated 2/3 helix portion was received as well. The rest of the device does not exhibit any other defect. Closer examination of the fractured area (both ends of broken tip) does not reveal any pattern or observation of potential material issue that may have contributed to cause this complaint the reported drill bit device 388.394 is part of the synapse and axon cervical system for posterior stabilization of the upper spine. The applicable technique guides were reviewed this 2.4mm drill bit is used along with the drill guide (388.394) for preparing holes for 3.5 and 4.0 synapse and axon screws. An alternative instrument is offered for a fixed 14mm depth. These documents instruct to create a pilot hole and then set the desired depth of the drill guide to drill the hole. Upon inspection of the received device, the reported condition of broken tip was confirmed; one of the helix curves shows some minor indentations near the fractured area. Additionally, no visible defects are noted that could contribute to cause an interaction problem with the drill guide. The fracture seen appears to have occurred when the force applied exceeded the tensile strength of the helix region as such the drill bit was forwarded to a mechanical laboratory for hardness testing, results indicated that hardness was found within specification therefore as it is not clear the loading scenario and further procedure details, it is not conclusive how the confirmed failure occurred. A review of the most recent applicable drawing was performed. This drawing called out the appropriated dimensions, material and finishing processes for a successful device design and the instrument did not contribute to cause the reported condition in this complaint. Packaging label for this device states this is a non-sterile part and it is listed that this device can be used multiple times and the applicable screws dictate its use. In conclusion, the reported condition was confirmed however it is not conclusive how the confirmed failure occurred. It is determined that the device design was found to be adequate for its intended use and did not contribute to cause this complaint. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.